Event description:
Info received indicates the device was used throughout the procedure with no subsequent pt complicaton reported after case completion. The vent catheter was removed from the heart and unit inspection noted protrusion of the malleable inner wire from the distal tip. The hcp stated perforation of the left ventricle was noted during the case, but no additional event details were provided. The case was completed with no further pt complication reported.